Manufacturer narrative:
Follow up #1 submitted: 12/07/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on 12/07/2015 with the following findings: on investigation, the pump was exercised for a minimum of 48 hours on the user's programmed basal rate. The pump was returned with the insulin-on-board (iob) duration set for four hours. At 1:45 pm, no iob was present before bolus delivery. One and one-half hours after the 01:45 pm, bolus delivery the iob remaining in status screen 2 and in advanced bolus screens still showed remaining iob of +0.1u. The iob algorithm is functioning in a way that is different compared to the user¿s expectation. Claims of remaining insulin on board in the vibe pump was escalated for review in the past and it was determined that remaining bolus delivery amounts of 7% or less is part of the normal functionality of the vibe insulin pump and does not represent any indication of a pump malfunction. Investigation determined that the pump was functioning within the required specifications and without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contact animas alleging that the pump's insulin on board calculation (the amount of efficacy remaining following the administration of an insulin bolus) was inaccurate. Iob is not calculating correctly into bolus total. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.